Event description:
The core impaction drill was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause increased heat production due to increased friction between the moving components.